Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic ventral hernia procedure, upon fixation of the symbotex mesh in the abdominal wall, the tacker went trough the mesh without fixating it. Surgeon used a new tacker to complete the case. There was no patient injury.